Event description:
It was reported that the patient was experiencing extended charging time with the ipg. It was also noted that the ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.